Event description:
A surgeon reported a pt with severe inflammation following intraocular lens (iol) implant surgery. The pt was treated with medications. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 05/22/2009.